Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-feb-2025. Investigation summary: bd received three (3) photos and ten (10) samples for investigation. The photos were visually inspected, showing signs of hemolysis in all three and underfill in one. The ten returned samples underwent visual inspection for additive abnormality and functional tests for draw volume, with none failing the inspections. Additionally, 20 retained samples underwent functional tests, all within specification. Furthermore, another 30 retained samples were visually inspected for gel defects and additive abnormality, with none failing the inspection. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes underfill and hemolysis based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, two (2) tubes underfilled and an unspecified number of samples were hemolyzed after the patient suffered hematoma. This occurred after multiple tubes were used that presented no fill/no vacuum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, two (2) tubes underfilled and an unspecified number of samples were hemolyzed after the patient suffered hematoma. This occurred after multiple tubes were used that presented no fill/no vacuum. No adverse impact was reported regarding the patient or user.